Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No button error alarm. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Event description:
The customer's spouse reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 269 mg/dl. Caller stated that the pump may have been exposed to moisture 2 days ago. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.